Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that blood was observed leaking out of the gas outlet on the bottom of the oxygenator. The failure occurred during patient treatment. The hls set was exchanged. The affected product was investigated by getinge laboratory on 2023-11-14 with following conclusion: the reported failure could not be confirmed. There was no leakage on the gas outlet during the function test of the affected product, nor were any visible defects found. The production records of the affected product were reviewed on 2023-11-15. According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "leakage gas outlet" could not be confirmed. This complaint was found in the database of customer complaints for the hls set (article (B)(4)) as a single event (timeframe from (B)(6) 2022 till (B)(6) 2023 ). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation of the manufacturer is ongoing. H3 other text : 4118.

Event description:
It was reported that patient was placed on cardiohelp 7.0 and blood was observed leaking out of the gas exhaust on the bottom of the oxygenator. Set was changed out and saved. Complaint ID: (B)(4).